Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl. Customer reported that there was blockage for the insulin and this event was resolved by changing the infusion set. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.